Event description:
Customer reported tubing leaked while infusing lipids. Alaris dual channel pump in use at the time. No blood loss and not much lipid lost. New lipid bag and tubing used to continue therapy. There was no pt harm or medical intervention. The customer stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.